Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured april 2, 2014 - april 3, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Both the fill-port and blue winged luer caps were found to be attached correctly to the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem described as the device missing either its blue tip or its top tip. This was found before use. There was no patient involvement. No additional information is available at this time.